Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with two systems, this report is about the cervical scs system. It was reported the cervical scs system ipg was unable to connect with the external device following an ipg replacement procedure that occured on (B)(6) 2018. The cervical ipg was not placed into surgery mode for the surgical procedure hence the ipg is inoperable. Surgical intervention may be pending to addrerss this issue.

Event description:
Follow up information identified the patient underwent surgical intervention (B)(6) 2018 where the ipg was removed and replaced. Therapy has been resumed.